Event description:
A malfunction alarm labeled as "malf 0" was reported by the customer. There was no reported impact on the customer¿s blood glucose level, though whether it exceeded 500 mg/dl was unknown or declined to answer. Technical support provided assistance with resetting the pump, and after the reset, the malfunction code did not recur. The customer was able to continue using the pump and was advised to call back if the malfunction happened again, which the customer acknowledged and understood.